Event description:
Edwards learned that a pericardial aortic valve implanted for 10 years and 5 months was treated in a transcatheter valve in valve procedure due to severe aortic regurgitation and thickened leaflets. Patient outcome reported as stable.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards could not confirm the severe aortic regurgitation or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.